Manufacturer narrative:
(B)(4).

Event description:
It was reported "the catheter did not unwind well. Checked with scopy before turning on the iabp". Additional information states that another catheter was used to continue therapy. The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported "the catheter did not unwind well. Checked with scopy before turning on the iabp". Additional information states that another catheter was used to continue therapy. The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging label that matches the serial number of the returned sample. The sample was returned in a cardboard box and was in a sealed bi-hazard bag. Upon return, the peel away sheath was noted on the returned iabc. The one-way valve was connected and tethered to the short driveline tubing. The iabc bladder was loosely wrapped. The iabc outer lumen was noted damaged approximately from 28.9cm to 30.3cm from the iabc distal tip; the damage is consistent with being crushed/pinched. Dried blood was noted on the exterior surfaces of the returned sample. Some dried blood was noted within the helium pathway. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. Some dried blood exited. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the outer lumen. The leak site was noted on the outer lumen at approximately 30.1cm from the iabc distal tip. The outer lumen leak was consistent with the damage noted to the iabc outer lumen during visual inspection. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. Blood was noted on the guidewire upon removal. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "catheter did not unwind well" is confirmed. During the investigation, the outer lumen was noted damaged, and leak was noted resulting from the damaged outer lumen. The outer lumen leak could cause for the incomplete inflation. No other leaks were detected during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the outer lumen leak. The root cause of the outer lumen leak is undetermined; a probable root cause is customer handling. No further action required at this time. This will be monitored for any developing trends.